Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2005, the primary surgery was performed via tha with the stem, head and liner in question. On (B)(6) 2021, the patient was urgently transported to the hospital and it was found that the head and stem disassociated secondary to wear on the stem. In the revision, the surgeon removed the head, washed the stem, replaced the liner with the new one and implanted the new head. The surgeon commented that the dislocation improved, and the range of motion stabilized. The surgery was completed successfully without any surgical delay. No further information is available. Doi: (B)(6) 2005. Dor: (B)(6) 2021; unknown hip.